Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap bevel edge at the output window is off center; the glass cap can rotate off center from the metal cap; there is misalignment of the metal cap output window with the red stop sign; fiber ID label missing. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 70,000 joules while using the surgical fiber during a prostate procedure, the laser system went into standby mode. The case was completed using an alternate procedure (turp). There was no patient injury reported.